Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test. Customer's blood glucose level at the time 120mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.